Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the third firing during a colectomy procedure, the jaws would not close for side to side anastomosis. Although repeated several times, the jaws still could not be closed. The product was replaced. There was no patient injury.